Event description:
It was reported that the patient presented in clinic for a post-operation check. It was noted via surface telemetry that there was no capture or sensing on the right atrial leadless pacemaker (ra lp). A chest x-ray confirmed the ra lp was dislodged. The patient was asymptomatic. The ra lp was explanted and replaced. The patient was stable throughout the procedure.